Event description:
It was reported that during a ptca procedure, the balloon would not inflate. As the balloon catheter was removed, the shaft broke and was removed without incident. Pt status is listed as "okay".